Event description:
Boston scientific crm received information that during a revision procedure to revise the right ventricular lead (increased impedances, high thresholds, and a suspected conductor fracture), the pacemaker was explanted with an allegation of premature depletion. New replacement products were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Continued testing confirmed an appropriate lead-to-device fit and normal setscrew function. Visual inspection by microscope noted no anomalies with the seal plugs or medical adhesive. Analysis concluded the device performed normally, operating as designed.